Manufacturer narrative:
Upon notification a review of production records was initiated. There were no anomalies or remarkable events that occurred that would adversely impact the product. Of the spears distributed to date, there have been no other adverse events or complaints reported regarding product #0525, lot # 163282. At this time there is no evidence to suggest that the soft cell pva foam surgical spears product #0525, lot #163282 are directly or indirectly responsible for the reported dlk observation.

Manufacturer narrative:
Upon notification a review of production records was initiated. There were no anomalies or remarkable events that occurred that would adversely impact the product. Of the spears distributed to date, there have been no other adverse events or complaints reported regarding product #0525, lot # 163282. At this time there is no evidence to suggest that the soft cell pva foam surgical spears product #0525, lot #163282 are directly or indirectly responsible for the reported dlk observation.

Manufacturer narrative:
Upon notification a review of production records was initiated. There were no anomalies or remarkable events that occurred that would adversely impact the product. Of the spears distributed to date, there have been no other adverse events or complaints reported regarding product #0525, lot # 163282. At this time there is no evidence to suggest that the soft cell pva foam surgical spears product #0525, lot #163282 are directly or indirectly responsible for the reported dlk observation.

Manufacturer narrative:
Upon notification a review of production records was initiated. There were no anomalies or remarkable events that occurred that would adversely impact the product. Of the spears distributed to date, there have been no other adverse events or complaints reported regarding product #0525, lot # 163282. At this time there is no evidence to suggest that the soft cell pva foam surgical spears product #0525, lot #163282 are directly or indirectly responsible for the reported dlk observation.

Manufacturer narrative:
Upon notification a review of production records was initiated. There were no anomalies or remarkable events that occurred that would adversely impact the product. Of the spears distributed to date, there have been no other adverse events or complaints reported regarding product #0525, lot # 163282. At this time, there is no evidence to suggest that the soft cell pva foam surgical spears product #0525, lot #163282 are directly or indirectly responsible for the reported dlk observation.

Event description:
Surgery date 2007. Trace dlk noted day 1 right eye. Pred forte increased to every 2 hrs. Dlk resolved and on last follow up 2 days later, vision was 20/20 ou without correction.

Event description:
Surgery date 2007. Trace dlk noted od on pod 1. Pred forte increased to every 2 hrs. Last follow up one week later. A few cells remained. Pt refracted to 20/20 with mild myopic correction.

Event description:
Surgery 2007 at day 1, stage 1 dlk noted in both eyes. Pred forte every hour while awake prescribed. On day 3, dlk progressed to stage 2 in front of pupil but was not dense. Saw pt again on day 4 (4 days later), dlk was no worse, vision 20/20 uncorrected. Cells very sparse. Will follow.

Event description:
Surgery 2007. Trace dlk od with small fiber assoicated with the dlk. Pred forte every 2 hrs. Day 3 vision 20/20... Dlk resolved (3 days later).

Event description:
Surgery 2007. Trace dlk os on pod #1... Pred forte every 2 hrs. Did not progress but still present on day 4 (4 days later). Vision 20/25 without correction.